Event description:
It is reported that a surface discontinuity or material contamination may remain in the finished plate. The condition may not have been detected at final inspection.

Manufacturer narrative:
This report will be amended when our investigation is complete.